Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was not capturing and it had become dislodged. The lead was successfully repositioned and remains in use. The patient is enrolled in the attain success clinical trial. No patient complications have been reported as a result of this event.